Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was high thresholds on the two right ventricular epicardial pacing leads. The pacing output for the leads was reprogrammed and the leads are still in use. No patient complications have been reported as a result of this event.